Event description:
Device malfunction: device detachment. Time of malfunction: during vessel closure. Symptoms/ae: cut-down procedure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the physician placed the proglide high and steep in the common femoral artery above the inguinal ligament. The device broke at the distal and proximal guide junction, but did not completely break in two pieces. A cut-down was performed to remove the device and close the artery. There were no adverse pt sequelae. Though requested, no additional information was available.

Manufacturer narrative:
(Used above the inguinal ligament) - the customer reported the device was discarded. The lot # was not identified; therefore, a device history record review could not be performed.